Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and a service required alarm indicating an issue related to the device's active exhalation control module was observed. The device's active exhalation control module, 3-way solenoid valve and flow sensor were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil technician tested the active exhalation control module, and the component passed all testing. The technician concludes the component operates as designed. The 3-way solenoid valve was tested and failed testing. The technician concludes the component was faulty. No root cause was provided.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and a service required alarm indicating an issue related to the device's active exhalation control module was observed. The device's active exhalation control module, 3-way solenoid valve and flow sensor were replaced to address the issue. Additionally, an error indicating the pressure railed was observed. This error indicates which direction the sensor failed. Therapy and oxygen delivery will continue to be delivered. Will not affect oxygen delivery. The device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. These issues would not affect the device's ability to deliver therapy as designed.